Event description:
The customer reported, a device error. There was no reported pt involvement. Further investigation determined that the device was unable to power up.

Manufacturer narrative:
(B)(4). The customer reported, a device error. There was no reported pt involvement. Further investigation determined that the device was unable to power up. A philips representative evaluated and repaired the device. The therapy switch was replaced to resolve this problem.